Event description:
It was reported that the customer's insulin pump was alarming no delivery when bolusing. The customer's blood glucose was 11.8 mmol/l. Troubleshooting was done. The customer stated that the tubing of the infusion set was not bent or kinked. Advised customer to try the remedies reviewed to prevent recurring alarms. Advised customer to monitor the insulin pump and call back if problems persisted. The customer stated that he would use a different batch of insulin and send the serter back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.